Manufacturer narrative:
(B)(4). Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump error alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. No unexpected pump error 4 alarms during testing however, pump error alarm are found in the formatted history file due to a software error.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and received insulin pump error. The customer¿s blood glucose level was 268 mg/dl. Customer performed self-test and they received hardware low level failure error. Customer was able to clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.